Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information provided, the reported single leaflet device attachment (slda) was due to poor imaging of the patient's anatomy and challenging anatomy (enlarged atrium, thin leaflets, prolapse septal). The reported poor image resolution was challenge due to patient anatomy. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 3-4 functional tricuspid regurgitation (tr), a prolapsed septal leaflet, thin leaflets, and an enlarged atrium for a triclip procedure. During the procedure there was difficulty visualizing the leaflets. A triclip xtw was placed on the anterior and septal leaflet segments. Upon deployment a single leaflet device attachment (slda) was observed. The clip detached from the septal leaflet and remained attached to the anterior leaflet. The tr grade reduced to 3. A second triclip xtw was deployed more central on the anterior and septal leaflets and stabilized the first clip. The final tr grade was 2. Per the physician the slda was due to poor imaging of the patient's anatomy.